Manufacturer narrative:
A stryker field service rep spoke with the user facility over the phone regarding this issue. The field service rep recommended replacing the load cell to see if the problem resolved. The user facility reports upon replacing the load cell, the zoom speeds returned to normal. Investigation is underway.

Event description:
It was reported by service report that the zoom is very fast. It is unk if there was pt involvement or if there are adverse consequences to report.